Event description:
The consumer and a manufacturing representative (rep) reported that there was infection at the pocket, but it was not confirmed. There was also redness, swelling, and pain. They considered this a gradual change in symptoms. It was noted that there had been pocket pain for about 4 weeks and lead incision site pain for about 2 weeks. Pocket pain, swelling, and redness had been about 2 weeks. The lead incision site looked ok. The patient had an appointment with the doctor tomorrow, (B)(6) 2015, to have the pocket be looked at. It was also noted that there was poor coupling with recharging. But no troubleshooting was performed due to the pocket irritation. The first time the patient charged, the patient was able to get full coupling bars. The next two attempts, the patient was unable to recharge. The rep did not inquire further as the pocket infection/allergy needed to be addressed first. A day later the rep reported that the cause of the swelling/redness/pain was unknown as the rep was not at the appointment. The doctor saw the patient and they were going to move the pocket and replace with a non-rechargeable battery. The symptoms remained unchanged. The cause of the recharging issue was not determined. The planned revision was going to be taken to resolve the issue. At that time, the status of the recharging issue was unknown. It was noted that the patient had a history of spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).